Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. "[Name removed] called requesting to send the unit in for eval, secondary to end-user staff complaint of the unit not delivering the right concentration of fio2, staff checked the unit with a analyzer. Dave is a bio-med, he checked the unit out, he has not been able to find these discrepancy but the facility wants the unit sent in to the MFR for eval. I will process to fa lab".

Manufacturer narrative:
Blocks a & b: cardinal health sent a letter to the user facility seeking add'l info concerning the reported event. As of the date of this report, there has been no response from the user facility. The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. The user facility's biomed evaluated the device and was unable to reproduce the reported event. Cardinal health issued the user facility a return goods authorization (rga) number to return the device to the MFR for eval and repair. As of the date of this report, the device has not been received by the MFR.